Event description:
It was reported that patient presented for follow-up in clinic. During interrogation, it was noted that atrial lead exhibited high capture threshold and over sensed noise leading to inappropriate mode switch. Loss of capture was also noted. It was observed that low pacing impedance, and low p-waves as well. Review of venogram imaging revealed apparent insulation damage on the lead due to clavicular crush. The lead was capped on (B)(6) 2024, and replaced with new lead as a result. Patient condition was stable.